Event description:
A routine complaint investigation identifying a false, high blood glucose reading. The details of the systems used by the customer and lab are not known. These results, under certain conditions could have an adverse clinical effect.